Event description:
The customer's spouse reported via phone call that the insulin pump had been chewed up by a dog. The caller stated that the customer had an allergic reaction to peanut butter and was hospitalized due to the allergic reaction. He stated that the customer did not have the insulin pump when she was admitted. The caller did not know the customer's blood glucose reading. He stated that when they returned, they found that the device had been damaged by the dog. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with dog chew marks and a damaged case at the reservoir tube. The device was also received with a broken and detached end cap, cracked case at the display window corner, and a minor scratched display window. The insulin pump had a blank display due to a broken battery tube connector wire.